Event description:
During a lap tubal ligation procedure, the diaphram came off and fell into the patient as they were introducing the filche clip. Was able to retrieve the diaphram. Case completed with a different trocar.